Manufacturer narrative:
It was reported to abbott a patient reported experiencing ineffective therapy since they were implanted approximately a year earlier. The patient has been reprogrammed several times. Contact #9 had an impedance of 0 ohms. The patient is pending a surgery date to revise the lead placement. The patient postponed the lead revision due to addressing a cardiac issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy since implant. System diagnostic recorded low impedance on one lead contact. Multiple attempts to program the patient were unsuccessful. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000158121.